Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized with a myocardial infarction on (B)(6) 2026. They reported hyperglycemia of 400 mg/dl with a different pod on (B)(6) 2026 and were unsure if this contributed to the cardiac event. The patient¿s blood glucose levels reached 250 mg/dl with the pod worn during the hospitalization. The pod was worn on the arm between 36 and 48 hours. Reported symptoms included chest pain. The patient was diagnosed with myocardial infarction. Treatment included stent placement and medication therapy. The patient was discharged on (B)(6) 2026. Both pods were discarded. Two reports have been submitted; this report corresponds to the first pod used (see insulet reference number (B)(4)).